Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. An investigation was completed by the original equipment manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The root cause has been determined to be a break in the seal (or glue bond) possibly by use and or transportation. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during preparation for use, the device was believed to be leaking water around the handle. There was no patient involvement on this report. No user harm or injury reported.